Event description:
During a pta treatment procedure, balloon removal difficulties were encountered. Following successful treatment of the subclavian vein lesion, the physician was attempting to pull the balloon back into the 7 fr pinnacle ii. Sheath when the ultrathin balloon could not be removed through the pinnacle sheath. The balloon and sheath were removed as a unit. The procedure was successfully completed with this device. No pt injuries or complications were reported.